Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope, distal end cap was still on when pulled from the storage cabinet, before perfoming the procedure. The event occurred during reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Event description:
An olympus medical endoscopy support specialist (ess) performed a scope reprocessing in-service at the customer site. During the in-service the distal end cap was still on the evis exera iii duodenovideoscope when pulled from the storage cabinet. The staff confirmed the scope was pulled from the storage cabinet with cap still on. The ess requested another scope to provide the in-service on the tjf-q190v, a clean scope was provided, and in-service was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and endoscopy support specialist (ess) feedback. Please see correction to b5, h6 patient impact of the initial medwatch. On 07-sept-2023, the ess provided a pre-cleaning in-service as requested by the customer. And covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a difference between olympus recommendation and the user facility¿ s understanding in device handling and reprocessing steps. Olympus specialist already provided training in the correct handling. The event can be prevented by following the instructions for use (IFU) sections: reprocessing manual_ precleaning the endoscope and accessories_ detach the single use distal cover (maj-2315). Reprocessing manual_ storing the disinfected endoscope and accessories. Olympus will continue to monitor field performance for this device.